Event description:
It was reported that the patient had a revision of the pump pocket in (B)(6) of 2014. The (B)(6) revision was due to an irritation and a suspected infection around the catheter insertion site. The implant site had completely healed from the revision surgery by (B)(6) 2014. The pump system was later explanted due to another suspected infection (MFR 3006803715-2015-00010). The pump system was sent to pathology and has not been returned for evaluation.

Manufacturer narrative:
The regulatory affairs department became aware of the event on 01/30/2015. (B)(4).